Manufacturer narrative:
(B)(4). The reporter provided the product code and stated that the lot could have been either 14j030 or 14n038. The reporter provided additional information during follow-up. Priming was reportedly successfully performed prior to this event. The total fill volume was 96 ml of fluorouracil and 0.9% sodium chloride, which was to be infused using the folfox or folfiri protocol and a 20 gauge needle. Crystallization of the drug was not observed. Lot 14j030 was manufactured from september 11, 2014-september 12, 2014 and lot 14n038 was manufactured from december 15, 2014-december 16, 2014. A batch review was conducted for both lots 14n038 and 14j030 and there were no deviations found related to this reported condition during the manufacture of either lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unknown elastomeric pump did not infuse. After 24 hours of a 48 hour infusion it was identified that the pump was (B)(6) full. The device was filled with fluorouracil. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.